Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Additionally, the customer stated there was a delay in taking his medication due to the error message on his meter and that he felt tired and had dry mouth. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.